Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. This issue is addressed in the instructions for use (IFU): the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign objects in the plastic distal end, at the exit of the biopsy channel. There were no reports of patient involvement.